Event description:
The customer reported to olympus, the camera head had a noisy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a sudden loss of image due to cable failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image noise occurred, but the subject could still be recognized. This occurred due to the failure of the charged coupled device control unit and image sensor. There was also a sudden loss of vision and no image due to cable failure: disconnection or short circuit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additionally, the head imaging pixel was defective, there was a decrease in head scope mount holding force, the scope mount on the head had heavy deposits, there was adhesion on the head free lock lever, there were deposits on the head focus ring, there was adhesion on the main body of the head, there were scratches on the main body of the head lens, the cable was damaged and twisted, the connector had deposits and was cracked. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed since the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cable was damaged and flooded. Therefore, it is likely that an abnormal image occurred because communication failure occurred due to internal disconnection of the cable or short-circuit. The event can be detected/prevented by following the instructions for use which state: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Do not strike the camera head. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.